Event description:
After notification that lead aprons contained contaminated lead, a total of three aprons were removed to a storage area away from pt and employee contact. The aprons were packaged per e-z-em instructions, in a sealed cardboard box with two green shipping labels on the exterior of box. The sealed box was then placed in another cardboard box with white shipping labels affixed to the exterior. The package was surveyed to ensure it did not exceed 0.5mr/hr. The package was placed in the storage area until the shipment date of july 11, 1997.